Event description:
The PICC line was placed on 7/15/97 with no complications encountered. A pre-operative chest x-ray on 9/19/97 revealed what appeared to be a wire guide fragment within the right atrium. On 9/26/97, the wire guide fragment was removed with a gooseneck snare. There were no immediate complications. The retrieved segment appears to be part of a wire guide obturator utilized in placement of a PICC line.